Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in resting the circuit breaker. The system operates as intended and was returned to service.

Event description:
The customer reported that the system would not boot up following an improper shut down. There is no report of injury or death associated with the event described in this complaint.